Event description:
Device issue with hudson heated vent circuit 880-15kit. Device in use at time of discovery of malfunction. Expiratory limb pig tail was hot to touch & saw a black mark. When investigated by disconnecting it from circuit, both yellow pieces had black burns. No harm noted to patient. We have had multiple occurrences of melted or burned wires with this particular circuit.